Manufacturer narrative:
UDI: (B)(4). Investigation summary > according to the information received, it was reported that during the rotator cuff repair operation, after connecting with generator, does not function at all, the screen did not show any alert code. Another device was used to complete the surgery. No additional information could be provided. The vapr s90 4.0mm w/integr hdp -ea was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and the photo provided by customer. Visual observation under magnification revealed tissue debris on the active tip. The electrode was not received in its original packaging. There was saline residue in the suction tube indicating the device had been used. The cord damage was cut; therefore, it was not possible to test its functionality. The photo showed the damage in the cable found during the physical analysis. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number:u2003098, and no nonconformances were identified. Based on visual results, we were unable to confirm the customer reported issue. Also, we cannot determine what caused the user to experience reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr s90 4.0mm w/integr hdp device did not function at all that no alert code was prompted on the screen on the generator after the device was connected to it. During in-house engineering evaluation, it was determined that visual observation under magnification revealed tissue debris on the active tip on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.